Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, customer reset the pump, resolving the unresponsiveness. In addition, the pump touch screen was flashing erratically, the pump also reset unexpectedly, and the cartridge was leaking. Customer¿s blood glucose level was between 59-200 mg/dl. The customer reverted to an alternate method in insulin therapy.